Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient¿s mother contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 at 6:00am when the patient obtained a blood glucose reading of ¿67 mg/dl¿ with the subject meter. The reporter informed the csr that the patient manages her diabetes with a combination of insulin (20 units of lantus; 7 units per 100g carb of an unspecified type). During the call, the reporter claimed the patient began to drink some orange juice in response to the alleged meter reading but developed ¿a low blood glucose seizure¿ immediately after. During the call, the reporter claimed the patient was hospitalized and was treated with ¿IV¿ and anti-nausea medication. During hospitalization, the reporter claimed the patient obtained blood glucose readings of ¿187 mg/dl¿ with the subject meter and ¿136 mg/dl¿ on the hospital device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.